Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to myopotential noise and t-wave oversensing. An untreated episode showing the same morphology was also stored. The r-wave amplitudes had diminished, causing the smart pass filter to disable. The patient was seen in the clinic and a new optimization was performed. The device selected the secondary vector rather than the primary vector as had originally been programed. Technical services reviewed the available data in the remote monitoring system, which showed the noise was a higher amplitude than the small r-waves, resulting in the t-wave oversensing. Further troubleshooting was recommended to capture all three vectors and to test the system with patient movements and postures, so see which vector produced no noise or diminished r-wave amplitudes. Also, x-rays could be performed to evaluate system placement and compare that to the placement at implant. If no vector produced larger amplitudes, a new screening could be performed to see if revising the system would be necessary. The device remains implanted and in service. No additional adverse patient effects were reported outside of the inappropriate shock therapy. Additional information was received. About two years later the patient received another inappropriate shock that was similar to the previous shock from 2020. Myopotential noise was oversensed, and r-wave amplitudes had decreased. The sense vector was reprogrammed, from secondary at a gain of 1x to alternate at a gain of 2x. Technical services reviewed the available device data and recommended further troubleshooting with patient movements and posture changes to thoroughly evaluate the alternate vector and to see if the morphology change could be recreated. Technical services also noted a general reduction in r-wave amplitudes across all vectors compared to the data from the 2020 inappropriate shock and discussed whether there had been any body habitus change in the patient, and performing x-rays to review system placement. The change in the setting to 2x gain should help in discriminating the noise that generated the recent inappropriate shock episode. However, the r-wave amplitudes were less than the 0.5mv needed to keep smart pass activated. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.